Manufacturer narrative:
(B)(4): the customer advised physio-control that they have disposed of the internal defibrillation paddles assembly with the bent connector pin and will not be returning them to physio-control for evaluation. The customer has implemented their backup set of internal defibrillation paddles assembly and they function normally. The cause of the bent connector pin could not be determined.

Event description:
The customer reported that during a controlled procedure where the patient was being removed from a cardiopulmonary bypass machine, the customer had attempted to connect the internal defibrillation paddles assembly to their device (physio-control lifepak® 20 defibrillator/monitor) but could not because of a bent connector pin withing the connector assembly of the paddles. The customer stated that following the observation of the bent pin, they were able to connect a backup set of internal defibrillation paddles assembly with a minimal delay. The customer then continued care and there were no reported adverse effects caused to the patient as a result of the reported device issue.